Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a failed internal motor. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: the loss of primes recorded in the black box were due to pump not being loaded within 3 minutes of a rewind. The black box did record multiple alarms. Attempted a rewind and load received a alarm during reload. Unable to complete the remaining failed steps due to the alarm. Opened pump and removed from case. Removed motor drive assembly. Tested motor on 5 volt power supply, with no visible signs of movement. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.